Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during an acl reconstruction, while dialating the tunnel, the td 8505 tunnel dilator broke. No patient injury was reported. To date, no additional information regarding patient status or procedure has been made available. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
Although multiple attempts were made to gather additional information and for the return status of the reported device to conmed, neither has been provided by the facility; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents was unable to be completed as the manufacturing documents are held by the manufacture, lavelle machine. The manufacture has been notified of this incident. A two-year review of complaint history revealed no other similar complaints for this product. This issue will continue to be monitored through the complaint system to assure patient safety.